Manufacturer narrative:
The device was not returned for evaluation; therefore, a root cause could not be determined for the event.

Event description:
It was reported that the device may run while on safety setting. The user facility was not able to provide any further information regarding the reported event.

Manufacturer narrative:
In accordance to with the "final guidance on medical device reporting for manufacturers" issued on november 7, 2016, stryker instruments will no longer report the malfunction of the product continuing to run ("run-on") while in safe mode or safety stuck in "run" for our small bone powered surgical systems product lines (product code erl), as this malfunction has not caused or contributed to any serious injuries in at least two years. No new mdrs will be generated for this malfunction moving forward. Additionally, supplemental records may be filed for any past reported events that are still pending evaluation or obtain new information. Should a new serious adverse event occur attributed to this malfunction, MDR reporting will resume.

Event description:
No new information.

Event description:
It was reported that the device may run while on safety setting. The user facility was not able to provide any further information regarding the reported event.